Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece stopped working. The product was replaced with the same product to complete the surgery and surgery was delayed approximately 10 minutes.